Manufacturer narrative:
Intuitive has received the sureform stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. A review of logs showed three incomplete clamping failures followed by completed clamp and fire, which does not meet the failure requirements. The instrument was unable to be tested for clamping due to engagement failures and will be transferred to engineering for further investigation. Additional observations not reported by site: the instrument was found to have 5 engagement failures based on log review and was replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 45 straight-tip failed to engage on usm2 (roll axis hardstop check failed). The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on multiple attempts. The root cause is not determinable. The instrument housing was removed and found the roll gear was misaligned, likely causing the engagement failures. The roll gear does not completely latch onto the roll gear tab for a full stop. This indicates that the roll gear tabs that mate with the main tube and provide a hard stop are misaligned. The root cause of this failure is due to device design. The instrument was found to have a torn wrist cover. The size of the tears ranges from approximately 0.167" to 0.774" in length. There was no missing material. The root cause of this failure is attributed to the user. Upon inspection, the I-beam was manually driven out and was found with lodged staple in the I-beam indicator window. The staple was successfully removed from the I-beam window. The root cause of lodged component is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform stapler 45 instrument and black reload accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. An event verification cannot be performed at this time because there is no logged usage of any stapler instrument based on the event date reported and documented instrument information. The procedures performed on (B)(6) 2022 shows no usage of a stapler with lot/sequence # provided. Further system log review was performed by a failure analysis engineer (fae). Fae confirmed no result based on the system serial # (B)(4) and instrument # t12220926-0299 on the reported event date of (B)(6) 2022. Furthermore, event dates were expanded and on (B)(6) 2022, and fae identified usage of a sureform stapler 45 was confirmed used for a procedure. There were multiple usages of a black reload. These incomplete clamps did not begin until the last 5 installs of the instrument. On the 2nd to last install, there was a firing failure that stopped at ~69% completion after a duration of 45 seconds. A force fire was initiated and completed following this failure. Firings on the last installs had 1-3 pauses for compression on each. This complaint is being reported based on the following conclusion: it was alleged that staples were malformed with inadequate clamping and procedure delay greater than 30 minutes with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted wedge resection surgical procedure, the sureform 45 stapler instrument had clamping issues. The customer also indicated there were malformed staples. The procedure completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: these are three different staplers which had the same material and batch/lot # and the issue was the exact same for all 3 staplers. It was inadequate clamping with malformed staples noted on all three. The procedure was completed with a backup da vinci stapler. The customer clarified that the field aborted/no patient involved was entered incorrectly and that the procedure was completed with no reported injury. The procedure for all was wedge resection.

Manufacturer narrative:
The sureform stapler 45 instrument was forwarded to a failure analysis engineer (fae) for further investigation. The fae re-installed the instrument 3x on in-house system and it failed engagement all 3x. Roll axis is failing to engage. The housing was removed, and it was observed that the main tube can be manually rotated past one of the roll hard stops. As a result, the roll hard stop is not in the expected location, which causes roll engagement to fail. Visual inspection did not show any obvious damage to the roll gear tooth nor the idler gear mating tooth, however, the fact that the main tube does not stop at on hard stop indicates that the roll gear is misaligned with respect to the idler gear, and this is the cause of the engagement failures. Site's logs show that this instrument passed engagement on its first 3 install (during which the instrument fired 3 reloads), then failed engagement following 5 install attempts. Results suggest something changed in the roll axis after the 3rd install. Possible cause of roll axis misalignment is the user manually over-rotating the main tube, however since there is no visible damage to the roll gear or idler gear teeth, that cannot be confirmed and will be kept as the default root cause of device design. In regard to the complaint that the instrument would not clamp, functional testing of clamp performance could not be completed due to the engagement failures of the instrument, however review of the logs shows 3 successful clamp and fires before the engagement issue occurred.